Manufacturer narrative:
This follow-up_2 report is a correction to follow-up_1 report 3008439199-2021-00029_1 as the original one (3008439199-2021-00029_1) was used instead of 3008439199-2021-00023_1 on (B)(6) 2021 for (B)(6). Follow-up report 3008439199-2021-00023_1 will be submitted today (on 12/18/2021) to make a correction.

Event description:
Further information about set rotarexs 6f 110cm: catalogue number: 80219, lot number#: (B)(6), expiration date (mm/dd/yyyy): 21.02.2023, unique identifier (UDI) number#: (B)(4).

Manufacturer narrative:
Added additional data to b5 and d4.

Manufacturer narrative:
Suspect device not returned yet. The return of suspect device is expected.

Event description:
Everything went well on the first 2 passages. While removing the catheter out, it broke in the sheath. Dr (B)(6) was able to remove the tip from the sheath. No resistance felt.